Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the bottom of the applicator fell off and the broken glass tube fell out on the patient and floor. Per complaint form and email: the nurse in the or popped the chlorprep to prep the patient and the bottom fell off or was missing on the prep and a broken glass tube fell out sparkling glass shards onto the patient and the floor. The patient was not injured. Record number: case: (B)(4). Initial reporter : (B)(6). Sales rep: (B)(6). Description as reported: one of the nurses popped the chlorprep to prep the patient and the bottom fell off or was missing on the prep and a broken glass tube fell out sparkling glass shards onto the patient and the floor. External reference number: account number: (B)(4), account name: (B)(6), product code: 930815, product name: 26ml chloraprep hi-lite orange tinted, manufacturing site: dist, lot#/work order: 0338656, complaint quantity: 1.00 ea, request action: none, po/invoice/order number: not provided. We are reporting product defect/complaint. Please process credit for this product or process rga if needed. Item: 930815 1 ea. Customer po: (B)(6). Lot#: 0338656, case intake form submitted on our end. Case: (B)(4), [customer info omitted]. Description as reported: one of the nurses popped the chloraprep to prep the patient and the bottom fell off or was missing on the prep and a broken glass tube fell out sparkling glass shards onto the patient and the floor. You may reference cardinal po (B)(4). If this is not the correct po, please reference other po's we used listed below for ordering this item.

Event description:
It was reported the bottom of the applicator fell off and the broken glass tube fell out on the patient and floor. Per complaint form and email: the nurse in the or popped the chlorprep to prep the patient and the bottom fell off or was missing on the prep and a broken glass tube fell out sparkling glass shards onto the patient and the floor. The patient was not injured. Record number : (B)(6). Initial reporter : (B)(6) . Sales rep : (B)(6). Description as reported : see the attached pictures. One of the nurses popped the chlorprep to prep the patient and the bottom fell off or was missing on the prep and a broken glass tube fell out sparkling glass shards onto the patient and the floor. External reference number : account number : (B)(6). Account name : (B)(6). Product code : 930815. Product name : 26ml chloraprep hi-lite orange tinted. Manufacturing site : dist. Lot#/work order : 0338656. Complaint quantity : 1.00 ea. Request action : none. Po/invoice/order number : not provided. We are reporting product defect/complaint. Please process credit for this product or process rga if needed. Item - 930815 1 ea. Customer po - w207.147985. Lot#: 0338656. Case intake form submitted on our end - (B)(6). [Customer info omitted]. Description as reported : see the attached pictures. One of the nurses popped the chloraprep to prep the patient and the bottom fell off or was missing on the prep and a broken glass tube fell out sparkling glass shards onto the patient and the floor. You may reference cardinal po 4529492941. If this is not the correct po, please reference other po's we used listed below for ordering this item.

Manufacturer narrative:
A sample and photo was available for evaluation. Visual examination of one applicator without end cap, glass fragments inside (no intact ampoule), foam tip slightly tinted orange shows activation which verifies the failure mode. The product was assembled and packaged by the manufacturing equipment 26ml #6. The failure mode root cause was attributed to the equipment station for the end cap placement unto the applicator body. Corrective action was initiated which outlines a more detailed investigation of the root cause and preventive/corrective actions for the end cap fell apart failure mode. A situation analysis associated this issue was opened for an in-depth root cause analysis of the situation and preventive/corrective action plan associated with the product issue of end cap fell apart. Production record review was completed with the batch/lot 0338656 and no non-conformance was noted during the manufacturing of this lot. This failure mode will continue to be tracked and trended.